Manufacturer narrative:
(B)(4) product has been received but not evaluated yet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon opening the implant box, the plastic container that the implant comes in was fractured. A different implant with the same item number was used to complete the knee arthroplasty procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned packaged component confirmed the reported event as the sterile blister packaging is cracked. DHR was reviewed and no discrepancies relevant to the reported event were found. It was determined that thin/variable blister wall thickness and no head-space in shelf carton were causing the blister to deform and crack during distribution. The packaging design configuration was changed to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.